Manufacturer narrative:
Patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that sensor stopped working occurred. Data was evaluated and the allegation was confirmed as a transmitter failed error was confirmed. The probable cause was determined to be a transmitter failed error. The reported event of sensor stopped working is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.